Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. The events of seroma, cellulitis and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma cellulitis and wound dehiscence.

Event description:
Healthcare professional reported right side "had superficial seromas that drained spontaneously. A physician allowed drainage at the point patient had cellulitis on both breasts".the "surgical wound breakdown" as postoperative observation. The device has been explanted.